Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an incomplete infusion despite being at appropriate level. The reported volume to be infused was 250 ml however, the actual volume given was unknown. The event occurred during patient use at the medical intensive care unit (micu). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.